Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since two days ago has noticed a return of symptoms, said that is leaking more. The patient connected to the implant and received the message that "maximum settings has been reached" and therapy cannot be increased any higher than 0.4. The patient said this message was first noticed two days ago. When asked, the patient said they had not had any medical tests or procedures. The patient said that they have been doing a lot of walking and participated in a walking challenge, which just finished, and is leaking more than before. The patient said they were down to using two guards; however, last night they used 5 guards due to the leaking. They do not know if therapy was working then because they stated they couldn't feel stimulation; however, the patient didn't mention any symptoms. The issue was not resolved through troubleshooting.. An email was sent to the local medtronic field team notifying them of the situation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was unknown and that to resolve the issue they had an appointment scheduled for (B)(6). This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.